Event description:
(B)(6) 2023: newborn with hlhs cannulated for ECMO. 5/oct/2023: abrupt change in centrifugal pump head look. Es closely observed pump head with circuit check at 10:00, appeared as expected and as previously viewed. With subsequent close observation around 11:30, impeller appeared raised in housing and could visually see impeller - especially near the inlet and impeller appeared wobbly. (B)(6) 2023:provided lot # of disposable (6000544) and screen shot of hardware information and gauge bar. Per customer, no change in patient or circuit condition. (B)(6) 2023: pump head exchanged due to high pfhgb. At the time of exchange rpm's 4000, circuit flow 0.45 l/min, inlet pressure -39, art pressure 192. Changed to centrimag. (B)(6) 2023: customer reported 7/oct information via email and requested a disposable evaluation. (B)(6) 2023: information received that circuit was flushed and thrombus was found on pump impeller.

Manufacturer narrative:
Follow-up information - december 2023: investigation activities performed on returned device; cp20v-vt provided comparable performance with respect to control pump,tested in parallel, in terms of hemolysis and hydraulic performance. During the test the impeller was not visible, and no evidence of wobbling and impeller lifting has been observed. Refer to investigation report attached (ER_r&d_cp_scc400).

Event description:
(B)(6) 2023: newborn with hlhs cannulated for ECMO. (B)(6) 2023: abrupt change in centrifugal pump head look. Es closely observed pump head with circuit check at 10:00, appeared as expected and as previously viewed. With subsequent close observation around 11:30, impeller appeared raised in housing and could visually see impeller - especially near the inlet and impeller appeared wobbly. (B)(6) 2023:provided lot # of disposable (6000544) and screen shot of hardware information and gauge bar. Per customer, no change in patient or circuit condition. (B)(6) 2023: pump head exchanged due to high pfhgb. At the time of exchange rpm's 4000, circuit flow 0.45 l/min, inlet pressure -39, art pressure 192. Changed to centrimag. (B)(6) 2023: customer reported (B)(6) information via email and requested a disposable evaluation. (B)(6) 2023: information received that circuit was flushed and thrombus was found on pump impeller.

Manufacturer narrative:
Additional information related to the event will be available after the investigation of the returned device, which could be addressed in a follow-up report. According to available information, patient is currently stable.